Manufacturer narrative:
Corrected data: correction b 3 aware date 01/20/2021.

Event description:
Corrective data in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps . The complaint was verified, as during occlusion testing the event was duplicated along with there was a check clutch plunger lever error in event log. Action was taken to replace the clutch half's left and right. Replaced leadscrew and spring as a preventative measure..

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps malfunctions during occlusion test, plunger skips about halfway through and then error check clutch plunger lever. No patient adverse events reported.